Event description:
An impella cp was inserted via right femoral artery in a 55 year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage b. On day 3 of support, while in the intensive care unit, the patient had two plasma free hemoglobin draws of 250 and 210 respectively. Urine color was normal and echocardiogram confirmed appropriate device position. A plasma free hemoglobin recheck was then 80. The patient was also on va ECMO support for ventricular septal rupture at that time. It was reported that the device was explanted. The reported hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology, hemodynamic instability, device position, and additional device support.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected/added a concomitant device. Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the issue was not established as no product or logs were returned for analysis and limited clinical information was provided.